Manufacturer narrative:
A review of the manufacturing records has been conducted. The review of the manufacturing records verified that this lot met all pre-release specifications. The explanted device and images were not released for examination and review.

Event description:
It was reported that the physician implanted a 30mm gore helex septal occluder to close an asd (atrial septal defect). The patient had a (B)(6) in the right atrium and no retroaortic rim. The defect balloon sized to 14mm. The following day, the occluder had embolized to the main pulmonary artery. The patient had the device removed and the asd closed in a surgical procedure. The patient was doing well following the procedure.